Event description:
During the review of wadiana logs received from the customer as part of tc10-186 product notification review of previously reported results on the ortho provue analyzer , the following incident was identified. This incident was related to failure to dispense plasma following a cancelled microtube per tc 10-174 cancelled microtubes using software version 3.1 on the ortho provue analyzer. The concern related to the crossmatch-iat test. Event occurred on (B)(6) 2009 at 07:43 pm to batch 1510. Provue failed to deliver patient plasma into microwell #4 to the mts anti-igg gel card (barcode # 10020901021407019864) for the iat crossmatch to sample ID (B)(4) (position 3 on carousel) to donor (B)(4). Provue had resulted the test with a negative result.

Manufacturer narrative:
Incident was identified during a review of the customer's files. (B)(4).